Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and pelvisoft were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 due to mesh obstruction. It was reported that patient underwent mesh removal on (B)(6) 2007 due to mesh erosion. No additional information was provided.